Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During initial implant procedure, no sensing and loss of capture threshold was observed on the right ventricular (rv) lead. A new lead was implanted to resolve the event. The patient was in stable condition.